Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: treatment of thoracic or lumbar burst fractures with balloon assisted endplate. Reduction using tricalcium phosphate. Cement: histological and radiological evaluation. Joep kitzen1* , martijn g. M. Schotanus1, herbert s. W. Plasschaert2, frans-jan h. Hulsmans3 and pieter b. J. Tilman1. Received: 9 january 2017 accepted: 3 october 2017. N=1: broken screw.